Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13228. It was reported that the speed was fluctuating. The target lesion was located in the right coronary artery. A rotablator console and a rotalink burr were selected for use. During preparation, outside the patient's body, when the turbine pressure knob of the console was turned, it was noted that the speed fluctuated and reacted with huge delay. The set operational speed was 135,000rpm and maximum speed reached was 140,000rpm. The procedure was completed with rotablation and stenting. No patient complications were reported.

Manufacturer narrative:
Device was evaluated by manufacturer: the device was returned for analysis. The rotablator console powered up but failed the rotablator functional feature test. The rotablator console failed at giving a pressure reading of 90psi. The device was manufactured in jan 2005. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is wear and tear as the reported device or component failure was due to long or extended use. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13228. It was reported that the speed was fluctuating. The target lesion was located in the right coronary artery. A rotablator console and a rotalink burr were selected for use. During preparation, outside the patient's body, when the turbine pressure knob of the console was turned, it was noted that the speed fluctuated and reacted with huge delay. The set operational speed was 135,000 rpm and maximum speed reached was 140,000 rpm. The procedure was completed with rotablation and stenting. No patient complications were reported.